Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the device evaluation found the plastic distal end cover was dirty. Due to clogging of nozzle, the water removal ability did not meet the standard value. The adhesive on the distal end was detached. The connecting tube had a wrinkle. Due to wear of the angle wire, the bending angle in the up/down-left/right direction did not meet the standard value. Due to wear of the angle wire, the play of the up/down and right/left knob was out of the standard value. Due to deformation, the up/down knob did not move smoothly. The scope-cylinder was shaved. The forceps channel port was shaved. The plug unit had discoloration. The objective lens, the image guide protector, the scope cover, the grip, the switch, the universal cord, the scope cover unit, the plug unit, the scope connector case unit were all scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope had angulation issues at the up/down knob. The issue was found during preparation for use. Nspection and testing of the returned device found yellowish/brown foreign material in the nozzle, however, it is not known what the foreign material is. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material air/water nozzle and the distal end cover could not be identified. A definitive root cause of the issues could not be determined, however, foreign material likely remained due to the device not being reprocessed in accordance with the IFU. The event can be detected by following the instructions for use sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.